Event description:
The customer reported unable to acquire 12 leads ECG. All of the leads on the lead set failed to acquire a signal. There was no reported adverse pt impact.

Manufacturer narrative:
(B)(4). The customer reported unable to acquire 12 leads ECG. All of the leads on the lead set failed to acquire a signal. There was no reported adverse pt impact. The unit was evaluated at philips. The symptom could not be duplicated and the device all testing. Based on the customer's report, we are considering this a malfunction. We cannot determine the cause since we could not duplicate the symptom.